Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint of a burette breaking on a set was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015012, lot number 20077523 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that a as lvp bur 20d low sorb smbore ss 0.2m was damaged during use. The following was reported by the initial reporter: "it was reported that the burette have been breaking. Verbatim: caller reports multiple alaris pump module sets with burette have been breaking in their nicu reference# (B)(4), lot# 20077523. Also requesting facility sales representative contact information."